Event description:
It was reported that this implantable lead exhibited noisy signals, oversensing and low amplitude due to fusion beats. Technical services (ts) indicated the noise was due to lead on lead contact that was reproduced with isometrics. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).